Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins takes too long to charge. It takes 2 hours to go from approximately 30% to full with excellent coupling. The rep was going to confirm with the patient that they are on the fastest setting. It was reviewed that there is a range within excellent coupling and it can be more like 1-2 hours. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was unsure of the cause of the long recharge time, but they were informed by tech services that there is variability within the excellent coupling and it is uncommon for it to take 2 hours. No actions were taken to resolve the issue. It was confirmed that the patient was on the highest charge setting. No further complications were reported.